Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the no delivery alarm occurred during bolus. Customer's blood glucose was 19 mmol/l. Customer was advised to change the complete set and to call back when the alarm occurs again. Customer stated that the insulin does not exit with a 5.0 unit fixed prime. Customer was told to change the reservoir and to revert to a back-up plan. The insulin pump will be replaced and the customer was asked verbally and in written form to return pump for analysis.

Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Inserted a water test reservoir, programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.